Manufacturer narrative:
Unit received with broken battery tube threads and broken belt clip slot. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had some cosmetic damage. The customer's blood glucose was unknown at the time of incident. Customer reported that insulin pump had cracked at reservoir compartment and battery compartment. The customer reports that reservoir was able to locked into the place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.